Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/21/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was provided for evaluation. The reported allegation was not confirmed. The probable cause could not be determined. Additionally, it was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom continuous glucose monitoring (cgm) application is only compatible for select devices and operating systems. No additional event or patient information is available.